Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had pain and oozing at the ipg site. In turn, the ipg site was opened and irrigated on (B)(6) 2022. Physician indicated there was an infection and prescribed antibiotics to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with oral antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates the system was explanted.